Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the info provided. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Breakage of base of chs.